Event description:
It was reported that during the implant procedure, the lead exhibited high impedance. The lead was no longer used and a new lead was implanted. The patient was in good condition.

Manufacturer narrative:
(B)(4).